Manufacturer narrative:
This report is filed on september 27, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, september 27, 2016.

Manufacturer narrative:
It was reported that the patient experienced skinflap breakdown and necrosis at the implant site. This report is filed on october 26, 2018. (B)(4).